Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of far r waves causing mode switching on the atrial channel was observed via electrogram. Programming changes were discussed.